Manufacturer narrative:
The customer stored the spur ii in the side pocket of the pediatric intervention bag. When the customer took the spur ii, they found the spur ii deformed. And ventilation was impossible. Afterwards, the spur ii was stored on the customers desk and it returned to the normal shape. One sample was returned for investigation. Based on the complaint verification test report, the compressible bag was received without deformation, but the sample was in wet condition. Water/clear solution was observed inside the patient connector, compressible bag, inlet valve and oxygen reservoir bag. The compressible bag was able to recoil when pressed. Valve discs were in good condition. High/low pressure tests were performed and the test result shows the product is within specification. This spur ii 330006000 is assembled and packed according to procedure. Before packing, 100% function test would be performed according to production control procedure. If the compressible bag is deformed, it is easily detected during manufacturing. After reviewing relevant production records for the lot (1000960216), no abnormality was found. Therefore, the products should be without deformation before delivery. Per transportation test (dsc-061699 rev.3) the product should not be deformed during normal transportation. It is suspected that the root cause for the deformation of spur ii was due to the device being stored in a deformed state when stored in the side pocket of the intervention bag, since spur ii was stored inside the side pocket, and it returned to normal shape after storage on customers desk (nothing squeezed the spur ii). Ambu tried to get more information about the state of spur ii, when stored in side pocket of the intervention bag, but the customer replied, "it seems that the spur ii was correctly stored in it." The reported malfunction was identified in the product risk file. This failure can be detected during pre-check, as the accompanying IFU (492230040 vii 2022/04), states "never store the resuscitator in a deformed state other than as folded when delivered by the manufacturer, otherwise permanent distortion of the bag will occur which may reduce the ventilation efficiency" and "always visually inspect the product and perform a functionality test after inpacking, assembly and prior to use, as defects and foreign matters can lead to no or reduced ventilation of the patient." It has been assessed that no corrective actions are required. We will continue to monitor the market for similar incidents.

Event description:
4-year-old child taken into care by the pediatric modible emergency and resuscitation services (smur) following a hypoxic acute cardiac arrest (acr) post-left lower lobectomy. During transport, new acute cardiac arrest (acr) of the patient occured, requiring ventilation with the bag valve mask (bavu). As per the customer, the balloon (stored in the side pocket of the pediatric intervention bag) remains in a deployed form with impossibly giving it back a correct deployed form (persistence of a depression of the plastic does not allow correct administration of effective ventilation), switched to an adult bag valve mask (bavu), the only one available. Delayed management of reventilation to bavu on hypoxic respiratory tract arrest. Death of the patient the following day as a result of pathology unrelated to delayed ventilation.